Manufacturer narrative:
Concomitant medical product: 4135 boston scientific lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of capture and high thresholds observed with the right ventricular (rv) lead. In addition, low r-waves and undersensing were noted. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.